Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the catheter broke while deploying the stent during ercp, product is by me available for return. "As per complaint form": while deploying the stent in the biliary duct the catheter broke. Stent was removed and another one used device evaluation: the evo-10-11-8-b device of lot number c1412145 was returned to cook ireland and evaluated on the 08-feb-2018. Lab evaluation: upon evaluation of the returned device, it was noted that there was no stent exposure. The lock wire was returned in place. The red shuttle deployment marker was in the middle of the handle. Actuation was possible; however deployment or retraction was not possible. There was a kink on the flexor at 131cm. The device was dismantled during the lab. The flexor was broken at the shuttle cap. The flexor was cut at the kink as manual deployment was not possible due to the resistance felt from the kink. The stent was then manually deployed in the lab. There were no issues noted with the stent. Customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: kink on the flexor possibly due to torturous path/insertion into scope/handling, caused a buildup of pressure and resulted in the flexor breaking at the shuttle cap. Device evaluation: prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b device of lot number did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. The stent was removed and another one used. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". The catheter broke while deploying the stent during ercp product is by me available for return. "As per complaint form": while deploying the stent in the biliary duct. The catheter broke. Stent was removed and another one used.